Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate was inaccurate approximately 2 weeks ago. Customer believed that the amount displayed stayed inaccurate for a few days. Customer's bg levels were not impacted.